Event description:
It was reported that the patient received an inappropriate shock due to their implantable cardioverter defibrillator (ICD); oversensing electromagnetic interference as a result of the patient working around electrical equipment. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.